Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. Se removed the screens and ribbon cables. Reseated the liquid crystal display (lcd) panels and the ribbon cables. The ventilator now works properly and passed all testing.

Event description:
It was reported that the ventilator had a blank display. There was no patient connected to the device.